Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the insulin pump had alarmed motor error twice and had alarmed no delivery. The customer's blood glucose was 186 mg/dl. The customer does not use the sensor feature. They were able to complete the rewind sequence. The customer stated that the no delivery alarm was cleared. The customer declined troubleshooting since the device was being replaced. The insulin pump was not exposed to MRI and did not have scratches. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.